Event description:
Pathologist unable to retrieve biopsy sample using stylet, would not go through. Used other object (sterile) provided by rn to remove sample from needle.

Manufacturer narrative:
The product was examined under magnification. The needle did have bone fragments lodged within the needle. Once the fragments were removed, the needle and snare was fully functional. The practioner must leave the stylet in until it has fully penetrated through the bone before removing the stylet to prevent this type of issue.